Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely depressed total bilirubin (tbil) result was obtained on the dimension vista 500 system s/n (B)(4). Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. Instrument data for this event indicated multiple sample runs were processed for sample (B)(4) on dv330483. The customer investigation indicated, "they performed their own investigation and found that this patient had an add on test and the operator processed the add on test from a tube that had been diluted. Customer stated they do not believe this was an instrument issue but instead operator error". Hsc concludes the root cause of this event is due to operator error by processing the add on test from a tube that had been diluted. There is no evidence of an instrument or assay product nonconformance. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant depressed total bilirubin (tbil) result was obtained on a patient sample on a dimension vista 500 instrument. The result was reported to the physician(s) and questioned. The same sample was reprocessed on the same instrument and a higher result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed tbil result.